Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with information on how to reset the pump, and guided them through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.